Event description:
It was reported that the patient presented remotely via merlin.net. It was noted the ventricular leadless pacemaker (vlp) had intermittent capture. The patient was asymptomatic. Further information was requested but not received.